Event description:
It was reported that a cartridge alarm 20 was triggered. No adverse impact to the customer¿s blood glucose level was noted, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy with the issue resolved. Replacement cartridges were arranged to be sent to the customer.